Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient's right atrial led exhibited noise with noise reversion. The noise was reproducible with isometric movements. No device intervention was performed. The patient's condition was unknown.